Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The care giver (cg) stated the patient line was not primed fully before the hp connected to the set up. The technical service representative (tsr) advised the hp to start over with news supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a system error (se) 2240 during the initial drain, where the care giver (cg) stated the patient line was not fully primed before the patient connected to the set up. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿prepare for therapy¿ provides step-by-step instructions for properly priming the disposable set. Section ¿prepare for therapy¿ provides step-by-step instructions for when and how to connect to the disposable set. Section ¿troubleshooting¿ provides step-by-step instructions for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.